Event description:
It was reported that a trained physician attempted arteriotomy closure using a starclose vascular closure system after an interventional procedure and a hard stick was experienced. The wings would not collapse and once the device was removed from the pt, one wing was found to be damaged. Hemostasis was achieved with manual compression. There was no pt injury or effect reported. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation; however, the lot # was provided. The device history record for this lot did not produce any findings relevant to this investigation.